Manufacturer narrative:
Add'l lot#: khi0036. Additional info has been requested and if received will be reported on a supplemental report.

Event description:
The surgeon had difficulty putting recon jig/target arm onto the nail adaptor, would not slide on all the way. T2 nail holding adaptor has distorted (B)(4) and will not allow recon targeting arm to be positioned.